Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that there was white material between the sleeve and the tip that was blocking irrigation. No sample was returned, but a video taken by the customer was provided. The video starts off with the surgeon attempting to remove something from the patient's eye. It is unclear from the video what was removed from the eye. Following removal the surgeon proceeds to use the irrigation feature of the handpiece. During this time, it is apparent that something continuously interrupts the flow of irrigation from the tip. It is unclear what exactly was interrupting the flow. The surgeon can be seen attempting to remove the disruptive object from the tip using his gloves multiple times. While the video showed that there was something disrupting the irrigation flow in the handpiece, the root cause of the customer's complaint could not determine conclusively what was causing the disruption or where and when this object would have been introduced to the pak. After the investigation of this complaint, it has been determined that no action ill be taken at this time. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a white material blocked the area between the sleeve and tip which blocked the irrigation pathway and caused a surge during a cataract procedure. He removed the white material and completed the procedure with no harm to the patient.